Event description:
It was reported that the customer received the weak battery alarm and then the failed battery test alarm. The customer's blood glucose was 133 mg/dl. Troubleshooting was done. Advised that (B)(6) aaa alkaline batteries were the most effective for insulin pump use. The customer then stated that the inside of the battery compartment as well as the battery cap was black. The customer was unaware of how the damage occurred. The customer confirmed that she never dropped the insulin pump. Advised that the insulin pump needed to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube, a minor scratched display window and a cracked reservoir tube lip. The insulin pump was received without the original battery cap. The insulin pump was received with a blank display due to corroded battery tube.